Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the internal carotid artery with mild calcification and mild tortuosity. The small emboshield embolic protection system (eps) was advanced to it's intended location; however, the filter failed to deploy. Therefore, the eps was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size eps was used in the procedure. Return device analysis found the dc pod separated approximately 2 millimeters proximal to the marker. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation was unable to be confirmed due to the returned device condition. The filtration element was fully loaded inside the delivery catheter pod (dc pod). The dc pod was separated approximately 2 millimeters proximal to the marker. The barewire coils were stretched distally from the step. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported activation failure. Based on the reported information and evaluation of the returned unit, it is possible that the dc pod was restricted in the 90% stenosed lesion resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation, suggesting that the damage was not pre-existing. The pod separation and barewire damage was not reported and likely occurred during handling/packaging the device for return, as the delivery catheter was returned reinserted back into the loading tray which is likely when the damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.